Event description:
Reportedly, the subject pacemaker could not be interrogated (telemetry error) following a cardioversion (date of cardioversion not known) even with a second programmer. Magnet mode seems to work not correctly. The device was explanted and will be returned for analysis.

Event description:
Reportedly, the subject pacemaker could not be interrogated (telemetry error) following a cardioversion (date of cardioversion not known) even with a second programmer. Magnet mode seems to work not correctly. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it was damaged most probably because of the application of the external shock.

Event description:
Reportedly, the subject pacemaker could not be interrogated (telemetry error) following a cardioversion (date of cardioversion not known) even with a second programmer. Magnet mode seems to work not correctly. The device was explanted and will be returned for analysis.

Event description:
Reportedly, the subject pacemaker could not be interrogated (telemetry error) following a cardioversion (date of cardioversion not known) even with a second programmer. Magnet mode seems to work not correctly. The device was explanted and will be returned for analysis.